Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("many ladies still with problems after only removing tubes and coils") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("many ladies still with problems after only removing tubes and coils"). The patient was treated with surgery (removing tubes and coils). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Event of 'medical device removal' added and case category updated to 'incident'. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.